Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing uncomfortable as well as ineffective stimulation therapy from his scs system. An sjm rep met with the pt and a lead diagnostics revealed multiple invalid contacts. The rep reprogrammed the pt's system and avoided the invalid contacts to provide coverage in the pt's legs, however, the pt will meet with his physician to discuss replacing his scs lead to improve his stimulation coverage and extend the stimulation to his low back. F/u identified the pt's scs system was reprogrammed once again on (B)(6) 2013 to provide the pt more comfort from his stimulation. Additionally, x-rays of the pt's lead have been ordered.